Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 31 devices were received for evaluation; 31 events were confirmed during testing. 9 devices were found to be affected by degradation; 3 devices were found to be affected by a mechanical problem; 3 devices were found to be affected by an electrical problem; 2 devices were found to be affected by a maintenance problem; 13 devices were found to be affected by an electrical and a degradation problem; 1 device was found to be affected by a cleaning and degradation problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation; 30 reported events had no patient involvement; no patient impact;1 reported event had no information available from the facility regarding patient involvement or patient impact.